Event description:
During follow-up, fluoroscopy revealed externalized conductors. No electrical anomalies were present. Patient was asymptomatic. Lead was explanted.

Manufacturer narrative:
The lead was returned in two pieces. External insulation abrasions were found at 8.4cm to 9.4cm and 15.8cm to 17.3cm from the distal tip, consistent with friction to another device. Internal insulation abrasions were noted at 9.5cm to 11.7cm and 12.3cm to 13.3cm from distal tip. Etfe coating was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.